Event description:
It was reported that a spectrum pump had a faulty air in line sensor. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, 'faulty air in line sensor' was not reproduced. A review of the history log revealed 'ir in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be an out of specification ultrasonic sensor reading. The ultrasonic sensor could not be calibrated and therefore the upstream sensor was required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.